Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Patient has not been revised therefore product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the rod remains in the patient no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. If more information becomes available manufacturer will file a follow-up report at that time. Device in patient.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a rod slipped. The patient reportedly had a slipped rod approximately 12 months post-op. No revision has taken place.

Manufacturer narrative:
A general review of the manufacturing and inspection records did not reveal any contributing information.there are no plans to revise patient, therefore implants will not be returned. X-rays were reviewed and revealed that insufficient rod length may have contributed to the incident.